Event description:
Information received by medtronic indicated that the replace battery now alarm. Customer stated that the insulin pump did received low battery alert prior to the replace battery now alarm. Customer had high blood glucose level of 22.2 mmol/l. The insulin pump will be returned for analysis.